Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2018 with the following findings: a review of the pump¿s alarm history showed cs 054 communication errors on (B)(6)-2018. During testing, the issue of a blank display screen could not be duplicated during investigation. A cs 054 alarm was observed in the history, which may cause the display to be blank for several seconds. The pump powered on with the display functioning properly. The pump cover was removed and no intermittent defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.